Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
Customer reported via phone call customer reported via phone call that the insulin pump had a cosmetic damage. Customer¿s blood glucose value was 140 mg/dl, 150 mg/dl. Customer stated that the back of the insulin pump was cracked. The product will return for the analysis.